Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they had some discomfort in their front tooth. Several days later they noticed that their tooth is discolored. They went to the dentist as soon as they could and the dentist informed them that their tooth is dead and needs a root canal.